Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case involves a (B)(6) year old female patient who received treatment with synvisc one and experienced injection site effusion/effusion in the joint of the left knee, injection site pain/important pain in the joint of the left knee and her synovial fluid contained 7400/mm3 white cells. The patient's concomitant medications or concurrent conditions were not reported. The patient had a medical history of medial femoro tibial osteoarthritis (grade 3, three injections of synvisc in each knee (tolerance not reported) in 2008 and right knee prosthesis insertion in 2013. On (B)(6) 2015, the patient initiated treatment with intra-articular synvisc one injection once (dose, batch/lot number and expiry date was unknown) for medial femoro tibial osteoarthritis grade 3 in the joint of left knee. On (B)(6) 2015, the patient presented with an important pain and effusion in the joint of the left knee. On (B)(6) 2015, a puncture was performed and 50 ml of liquid were removed. The liquid was cloudy and contained 7400/mm3 white cells of which 90 percent were neutrophils. It was reported that no germs and crystals had been found in the fluid. On (B)(6) 2015 another puncture had been performed and 35 ml of liquid removed which was slightly cloudy. On the same day the patient received a corrective treatment with one corticoid intra joint injection of triamcinolone hexacetonide (hexatrione). Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: medically significant and required intervention for injection site effusion and injection site pain.